Event description:
On february 10, 2026, nakanishi received further information on the event from the dentist. The event occurred on december 10, 2025. At the time of the event, the dentist was performing a jawbone cyst enucleation and extraction of a wisdom tooth on the patient. The patient was under general anesthesia. The patient is reported to be healed normally without need for any further medical treatment. According to the dentist, there were no abnormalities observed in the device prior to use.

Manufacturer narrative:
The dentist refused to provide any information about the patient's weight, ethnicity and race.

Event description:
On december 25, 2025, a nsk x95l handpiece was returned from a dealer to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dealer for further information about the event including information about the patient. The dentist was performing a dental procedure using the x95l handpiece (serial no. (B)(6). During the procedure, the head of the handpiece overheated, and the patient received a burn injury to their buccal mucosa. The patient is reported to be seen by another clinical department for their burn injury.

Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including the date of the incident and the patient information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed two service records since the device was shipped. The repair details are as follows: july 2023: the cartridge, drive shaft and dog clutch were replaced. November 2023: the cartridge, drive shaft and dog clutch were replaced. With respect to the repairs above, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: test point (1): 28.1 degrees c, test point (2): 46.5 degrees c, test point (3): 26.9 degrees c, test point (4): 25.4 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the cartridge and headcap were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi was not able to replicate the temperature rise at the time of the event. However, based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was temporary abnormal resistance during rotation due to debris from the soiled and abraded internal parts or residual liquid (excessive water or lubricating oil), which interfered with rotation. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris or liquid ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.